Manufacturer narrative:
The v.a.c.ulta¿ serial numbers were not provided, therefore device evaluations could not be performed. Based on the information provided, it cannot be determined that the alleged organ space surgical site infections are related to the v.a.c.ulta¿ negative pressure wound therapy system. Kci made multiple unsuccessful attempts to obtain additional clinical and device information. It is unknown if either antibiotic therapy or medical/ surgical intervention was required. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision, cellulitis of the incision area.

Event description:
On 25-jan-2019, the following information was received by kci after a review of journal article, webb ma et al., incisional wound vac and risk-adjusted ssi [surgical site infection] rates in colorectal surgery: a tertiary centre experience, the american journal of surgery, https://doi.org/10.1016/j.amjsurg.2018.12.019: 689 patients were included in this study and 145 patients were treated with v.a.c.ulta¿ negative pressure would therapy system between 01-jan-2014 and 31-dec-2017. Six patients experienced an organ space surgical site infection while using the v.a.c.ulta¿ negative pressure would therapy system. The article noted, "firstly, given the unblinded nature of this study, reporting bias cannot be ruled out. Patients who receive ivac [v.a.c.ulta¿] therapy may have been monitored for ssi [surgical site infection] more closely than ssd [standard sterile dressing] counterparts. Secondly, it is possible that risk-adjusted analysis was not sufficient in accounting for the true underlying ssi risk for each patient." The v.a.c.ulta¿ serial numbers were not provided, therefore device evaluations could not be performed.

Manufacturer narrative:
MDR-3009897021-2019-00023 submitted on 21-feb-2019 noted the following in section d4 model #: wntult correction: wndult. Based on this correction, kci's assessment remains the same; it cannot be determined that the alleged organ space surgical site infections are related to the v.a.c.ulta¿ negative pressure wound therapy system.